Event description:
It was reported, the patient experienced a loss of therapeutic effect following a spinal fusion. The patient had a spinal fusion done on 2014 (B)(6) with stimulation on. The foley catheter was removed the day prior to the report and the problems started after that. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va057ly, implanted: 2013 (B)(6); product type lead. (B)(4).